Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: unscannable serial number label, cracked down, up keypad buttons. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump failed rewind test. During motor rewind, the pump returned a pump error 38. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 38s. Did not note any insulin flow blocked alarms during testing. Thump software was utilized and uploaded trace/history files properly. The case was cut open. There is corrosion on/around the following: home motor switch. Attempted to turn the motor gearbox using pliers, and it was jammed. In summary, the customer¿s report of insulin flow blocked alarms was not confirmed during testing. The pump error 38s are due to a combination of a corroded home motor switch and a jammed gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, and had a concern with the motor movement of the pump. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884, unk_reservoir. Troubleshooting was partially performed. Customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. Customer completed rewind and load reservoir process successfully. No harm requiring medical intervention was reported. No product return is required for unomedical, unk_reservoir, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.